Manufacturer narrative:
The coil was returned severely compressed and buckled damaged to the proximal end. The evidence strongly suggests that interference inside the microcatheter most likely contributed to the coil¿s resistance. The source of this interference cannot be determined. It also cannot be determined if this interference was of a fixed or of a detached nature. I addition, without the returned sl 10 microcatheter used in the procedure, it cannot be determined if this component contributed to the event. The proximal end of the coil was received severely damaged. The evidence strongly suggests that interference inside the microcatheter most likely contributed to the coil¿s resistance. In addition, without the return of the microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Since there was no evidence of a manufacturing issue associated with the complaint, no corrective action was taken.

Event description:
The initial report indicated that when the coil was advanced through the (mc) microcatheter there was resistance, so it was removed safely. Analysis of the device fount that the coil was returned severely compressed and buckled damaged to the proximal end.